Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that two full breach insulation degradations were noted adjacent to connector boot at 4.5 cm from the connector pin and the other one at 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.